Event description:
A malfunction was reported after the pump was dropped by the customer. There was no adverse impact on the customer's blood glucose level. Technical support arranged to send a replacement pump with updated software to the customer, provided instructions for using a g7 sensor and storing the pump, ensured the customer's understanding of the process, and instructed the customer to return the faulty pump within 10 days using a pre-paid label.